Event description:
It is reported that the device was implanted in 2009, and revised in 2009, due to pain and swelling.

Manufacturer narrative:
Evaluation summary: the returned device was in vivo for approximately 16 days. During the period the device was implanted, irrigated, and revised. As indicated in the provided dictations, 8 days after the primary surgery, the patient presented with findings consistent with either a hematoma or infected right total knee replacement. Later dictations confirmed a hematoma, or a collection of blood typically clotted in the knee. Ruptured blood vessels are common causes of hematomas, however, the cause of the hematoma in the current cause is unk. The returned articular surface exhibits minor indentations on the articulating surface and gouging anteriorly on the patella relief and in the cutout on the backside. These gouges were most likely created by an instrument used to remove the articular surface during the revision surgery. Sem analysis of the returned surface was performed and did not reveal anything atypical of polyethylene components. The probable cause of the hematoma and need for revision can not be determined without additional information. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.